Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the material was noted adhered to the back of the lens was transparent as if it was a membrane outlining the swipe. The surgeon removed the material using irrigation and aspiration cleaning. No further information available.

Manufacturer narrative:
A qualified cartridge was indicated with a non-qualified viscoelastic. The handpiece information was not provided. It is unknown if a qualified product was used. The lens and foreign material were not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified handpiece was used. Per the instruction for use IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).